Event description:
During follow-up, decreased pacing impedance and noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and noise was reproduced. Abbott technical support was contacted and confirmed the event. The device was reprogrammed to resolve the event. No further intervention was performed. The patient was in stable condition.

Event description:
Additional information received indicated the patient attended a follow-up appointment and noise and decreased pacing impedance were observed on the right atrial lead. The physician alleged insulation damage, although it was not confirmed. A loss of sensing was also observed during a sense test. The physician reprogrammed the device to resolve the event and elected to take no further action. The patient was in stable condition.